Event description:
It was reported that the patient was experiencing swelling and tenderness over the stimulator site. The hcp noted redness with an abcess at the device site. The device was explanted and the site of the infection was healing well. At a follow up visit the area was noted to have healed without problems. There are no plans to re-implant as the patient felt he could get pain control with oral medications.